Event description:
The consumer reported via the manufacturer representative that they were unable to charge. The patient had turned it off several weeks before for a medical procedure, but didn't know why they couldn't charge and thought it was the charger. The patient was overdischarged. The patient met with the representative and was able to couple after using the antenna locate feature and charge fully. The representative cleared a power on reset and the stimulation pattern was good. The issue was resolved at the time of the report. The patient was going to have a pocket revision to reposition the battery to help her with recharging on (B)(6) 2016. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.